Manufacturer narrative:
This patient presented to the cardiac catheterization unit and 1-vessel disease was found. Percutaneous coronary intervention (pci) was performed on a 90% de novo lesion in mid to distal left anterior descending artery (lad). It was also described as highly calcified and highly tortuous. Under coronary angiography, it was confirmed that the entire lad was highly calcified. The guiding catheter was engaged a little upright at the ostium and was also twisted. A total occlusion dilation catheter, a torunus, was used beforehand to support the delivery of the 2 cypher to the target lesion in the mid to distal lad. After pre-dilation with a 2.5x15mm hinode balloon was conducted, the first cypher, a 2.5x23mm cypher stent, was being delivered to the target lesion of distal lad, but the cypher would not advance past the flexion lesion of mid lad and it would not reach the target lesion. Therefore, in order to deliver the cypher, a rebirth micro catheter was inserted through the guiding catheter but the micro catheter would not cross the flexion also. And so, plain old balloon angioplasty was conducted with a 3.0x28mm powersail balloon, so the 2.5x23mm cypher could be delivered and implanted at the target lesion. While trying to remove the stent delivery system (sds), it became stuck just proximal of the implanted stent and the physician could not retrieve it. The physician was pushing and pulling the sds to remove it and then, applied the low pressure on the balloon, but still could not retrieve the sds. In addition, a guide wire was inserted and a sprinter balloon was delivered along the sds and while the balloon was being inflated and deflated, the sds could be removed from the patient. Then the 2nd guidewire was removed. Then a 2.5x18mm cypher was delivered and implanted at the target lesion of the mid lad. While trying to remove the sds, this sds became stuck and would not move. While pushing and pulling the sds, inflating the balloon with low pressure, the sds was removed. There was no reported patient injury. Both products were clinically used and will be returned for analysis. The physician commented that the balloon itself did not actually become stuck (its not a winging effect), the physician felt large friction at the more proximal end of the shaft. Please note that this product, (cjs18250, lot no. I0706112) is not distributed in the united states. However, it is similar to the us distributed cxs18250. A report was received that two cypher sds were associated with withdrawal difficulty. The event involved a male patient of unknown age and with an unknown medical history. The reason for his admission to hospital was not reported; but an angiogram revealed a lesion in the mid to distal lad that was described as de novo, 90% occluded, highly calcified and highly tortuous. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. Of note, the vessel was initially engaged with a 7fr ebu3.75 launcher guiding catheter. It was reported to be a little "upright" at the ostium and was also twisted. The lesion was pre-dilated prior to the introduction of a 2.50 x 23mm cypher stent. This stent was intended for the treatment of the distal lad. Attempts to cross the lesion in an area of flexion in the mid lad were unsuccessful and the product was removed without injury to the patient. The physician then opted to introduce a micro catheter, but this also failed to cross the lesion in the same area. The lesion was then pre-dilated again prior to the placement of the same 2.50 x 33mm cypher stent in the distal lad at an unknown maximum inflation pressure. As the sds was retrieved just proximal to the implanted stent, the product became stuck and could not be retrieved. The physician attempted to push and then pull the sds and then applied low pressure to the balloon. These maneuvers were unsuccessful. A second guidewire was introduced along with a ptca balloon. This balloon was then inflated and deflated in an attempt to trap the cypher sds. This maneuver was eventually successful and the product, ptca balloon and second guidewire were removed. The physician then deployed a 2.50 x 18mm cypher stent in the mid lad at an unknown maximum inflation pressure. While trying to remove this product, the same withdrawal difficulty was experienced. The physician was able to successfully retrieve this product by applying low pressure to the balloon. It was removed without injury to the patient. Both products were returned for evaluation without their associated stents. The associated guiding catheter was not returned. Visual inspection of both balloons revealed no observed anomalies. Functional testing with another guider revealed no resistance with either sds. During this functional testing, the balloons were inflated and deflated several times when it came out from the tip of the guider. No anomalies were noted. DHR reviews of the involved lot numbers revealed that the products met requirements for product acceptance. Conclusion: the withdrawal difficulty experienced by the customer could not be confirmed by analysis; but it does not appear to be manufacturing related. According to the procedure physician, the balloons themselves did not actually become stuck. The resistance experienced was with the proximal end of the shaft. Based on the information provided, there are vessel and procedural factors that may have contributed to these events. This is one of two products associated with the same event that were reported under the following manufacturing numbers 9616099-2007-01006 and 9616099-2007-01007.

Event description:
The physician experienced difficulty removing the first device after it did not cross the target lesion. A second stent was deployed but there was difficulty removing the stent delivery system (sds).